Manufacturer narrative:
"Multiple lot numbers: there were multiple "possible" lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9263315. Medical device expiration date: 2022-08-31. Device manufacture date: 2019-09-20. Medical device lot #: 9297821. Medical device expiration date: 2022-09-30. Device manufacture date: 2019-10-24." Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user facility¿s location. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety mechanism did not engage so needle did not retract with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the safety mechanism did not engage so the needle did not retract.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of the two batch numbers provided. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that safety mechanism did not engage so needle did not retract with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that the safety mechanism did not engage so the needle did not retract.